Manufacturer narrative:
(B)(4). A review of the device logs revealed one drain volume that meets the iipv (increased intra-peritoneal volume) criteria. With reference to the iipv decision tree, the root cause for the iipv found in the logs was determined to be insufficient drain - one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold and insufficient drain - use error, inappropriate bypass of initial drain. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. The device met specifications with regards to the iipv. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2011 during drain cycle 3. The programmed fill volume was 2700ml. The drain volume was 4381ml. This volume meets baxter's iipv criteria.

Manufacturer narrative:
(B)(4). The home patient is no longer on peritoneal dialysis as they have transferred to hemo dialysis. The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.